Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the alarm history and black box revealed multiple ¿call service (cs) 145¿ occlusion alarms that occurred due to high force. There were no ¿cs064¿ due to occlusion that occurred during prime alarms. The battery cap or cartridge cap was not returned; therefore a test battery cap and cartridge cap were used to complete the investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump with no ¿cs145¿ alarms or any errors, alarms or warnings. The product performed within specification and the reported ¿occlusion alarm issue¿ complaint was not duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. The reporter alleged random call service 064 or occlusion alarms when the infusion set tubing/site was changed. It was noted that the instructions for use were followed correctly when the infusion set was inserted. The distributer reportedly returned the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.